Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported the emma "shutdown by itself." There was no patient impact or consequence reported.